Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing vascular planned treatment/non-emergency treatment. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file confirmed os disk full. Fse performed rebooting, replaced hard disk of the suite pc and reinstalled software and did configuration as per helpdesk recommendation. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer was unable to perform exposures. The system was in clinical use. The procedure was aborted and the patient was moved to another system. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the hard disk. A complete software reinstallation was performed. The system was returned to use in good working order.